Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's device stopped working after a fall. The pt was to follow-up with her physician. Further info was requested from the healthcare professional.